Manufacturer narrative:
Age at time of event: 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left elbow vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a sterling balloon catheter. No patient complications were reported.